Event description:
The manufacturer received information alleging an issue with a ventilator's active exhalation valve. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.